Event description:
It was reported that an external fluid leak was observed from the disconnected tubing of a prismaflex tpe 2000 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the anticoagulant line was disconnected from the four (4) way connector. This component and the lines of the set are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.